Manufacturer narrative:
The brakes were worn. The technician replaced casters to resolve issue.

Event description:
Technician found bed in empty room in which casters were worn and brakes would not hold when set.